Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that upon completing implant insertion, the black femoral impactor cracked and broke into two pieces. The case was not delayed and all of the pieces were retrieved.

Manufacturer narrative:
Pc-(B)(4).the investigation confirmed the reported event. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch , a follow-up medwatch will be filed as appropriate.